Manufacturer narrative:
A specific root cause could not be identified. Based upon information provided, an instrument issue can be excluded. The field service representative checked the analyzer an no malfunctions were found. Quality controls were within the specified range. Further investigation is not possible because the customer refused to provide any additional information.

Event description:
The customer received questionable thyrotropin (tsh) results on their e601 analyzer. The analysis was performed on serum samples and the repeat results were from the same e601 analyzer. The patient's initial tsh result was 3.41 uiu/ml. The first repeat result was 1.53 uiu/ml. The second repeat result was 1.52 uiu/ml. The customer believed the repeat result of 1.53 uiu/ml to be correct. There were no adverse events. The tsh reagent lot number was 16397302 and the expiration date was 02/29/2012. The field service representative could not find an instrument malfunction and suspected a pre-analytic issue. He verified proper operation of the analyzer by running performance testing with no failures.